Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was referred for generator and lead replacement due to high impedance. Clinic notes dated (B)(6) 2015 note that the patient has experienced an increase in depression over the past 6 or 7 months thought to be due to progression of the patient's disease rather than vns failure. It was noted that the patient complained that this continued and device diagnostics were taken and found to be within normal limits (1841 ohms). It was reported that the patient underwent generator and lead replacement. The explanting facility does not return explanted devices; therefore, no product analysis can be performed to date. No additional relevant information has been received to date.